Event description:
The patient underwent an fem-fem bypass procedure on (B)(6) 2011. Intraoperatively, the physician removed the helix from the proximal end of the graft (from the straight side, not the flare side). The proximal end of the graft was trimmed. The physician held the graft with tweezers and attempted to suture the graft. Before suturing the graft, the proximal end of the graft was torn in a lengthwise direction. The torn part of the graft was removed and the graft was sutured. On (B)(6), a re-do procedure was performed due to the graft occlusion. The graft was sutured at another site.

Manufacturer narrative:
The device was not returned for eval therefore we are unable to confirm the complaint. The lot history record was reviewed and confirmed this particular lot had no nonconformance¿s and passed all required tests. The advanta vxt graft has an outer reinforcement layer of thin ptfe wrapped biaxially around it, so it is unlikely for such a graft to tear in the longitudinal direction unless the wrapping of the graft was compromised during surgical preparation.